Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm right common iliac aneurysm and a 4.5 to 5 cm abdominal aortic aneurysm. The vessels were not calcified or tortuous. It was reported that an amplatz stent was implanted on an unk date for treatment of the iliac aneurysm. During the talent implant procedure, a talent iliac limb was required to be implanted to extend distal to the amplatz stent. A final angiogram showed there was an unk type of endoleak present; however, the physician decided intervention was not required. Approximately 2 weeks later, the pt returned for a routine follow-up and a spiral thoraco-abdominal dissection and hematoma was identified without the presence of a rupture. It is unknown if the dissection/hematoma was related to the endoleak seen at the time of implant. No additional clinical sequelae were reported and the pt is fine. (MFR report # 2953200-2010-00399).

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak, thoraco-abdominal dissection and hematoma, lack of information, unknown cause of endoleak. Conclusion: thoraco-abdominal dissection and hematoma, lack of information, unknown cause of endoleak.